Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. Patient states she had an accident shortly after going through a store theft detector and wonders if the events are related. Patient services reviewed possible effect of emi, guidelines for security gates and option of keeping handset on hand next time to check therapy. The patient did not have their programmer at the time of the call to check device status, and would call back if assistance was needed. Patient mentions they are otherwise doing well with device/ therapy and wonder when they can stop wearing pads, and was redirected to hcp for medical questions. No further complications were reported or are anticipated.